Event description:
It was reported that during a peripheral stenting treatment procedure, stent damage occurred. The target lesion was located in the right renal artery. During use of a 6.0x14x90cm express sd renal/biliary stent delivery system (sds) the stent struts got caught on a non bsc guide catheter. The procedure had to be aborted. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).